Event description:
It was reported to philips that the system was unable to boot past the loading screen. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.